Manufacturer narrative:
The complaint of helix damage was confirmed. The reported event of inadequate capture and r-wave amplitude variation were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Final analysis found the helix to be bent due to procedural damage. No further anomalies were detected.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold and r-wave amplitude variation. The helix of the lead was noted to become bent. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.